Event description:
The patient underwent a percutaneous transluminal coronary angioplasty (ptca) followed by deployment of an angio-seal device to seal the arteriotomy site. Approximately five days later, the patient returned to the physician, where an echo revealed an adenopathy and infection at the groin site. The patient was treated with antibiotics and has reportedly recovered.